Manufacturer narrative:
The following additional information was obtained: the robotic team was not able to pair the scope to the tower ¿ message read ¿unable to connect¿, after multiple attempts. Secured an additional scope and pairing occurred without difficulty on first attempt. The scope was removed from service and tagged to be sent to intuitive for assessment/replacement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 30-degree endoscope plus was defective but not additional information was provided. It was unknown if a fragment fell inside the patient.

Manufacturer narrative:
The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The root cause for camera instrument ¿cracked window distal is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope or cause by improper cleaning during reprocessing. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboat exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The root cause of cable connector ¿ paddleboard mechanical damage is typically attributed to improper reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed the no image test.

Event description:
Refer to h11 for follow-up information.